Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a catheter break occurred. The target area was in the left scrotal. A direxion hi-flo microcatheter was selected for use. During introduction and manipulation of the device, it was noticed that the microcatheter was broken. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.